Manufacturer narrative:
Missing lot information and placement/removal dates were requested from the initial reporter. The best estimate of the date of event was provided. A follow up report will be submitted when the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported the immediate dental implant placed in ada site 4 in the mouth did not achieve osseointegration. The implant was placed manually. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Missing lot information and placement/removal dates were requested from the initial reporter. The best estimate of the date of event was provided. A follow up report will be submitted when the information becomes available. Exemption number: e2015015. Lot number was not provided by customer. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
The clinician reported the immediate dental implant placed in ada site 4 in the mouth did not achieve osseointegration. The implant was placed manually. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).